Manufacturer narrative:
Investigation conclusion: the customer's complaint of false negative coc was not replicated with in-house testing of retains of lot w62351rb. Manufacturing batch records for lot w62351rb were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. This event is being reported as part number 94400eu is same/similar to k060791.

Event description:
The customer reported the following event occurring on one patient: on (B)(6) 2017, the patient's urine sample was tested with the triage tox drug screen panel and produced a negative cocaine result. The triage tox drug screen panel cocaine threshold concentration is 300 ng/ml. An immunochromatography inlab cocaine test was performed and produced a positive result. The cut-off point for the inlab cocaine test is 300 ng/ml. The sample was sent to (B)(6) laboratory (kims methodology) and on (B)(6) 2017 a positive result cocaine was received. The cocaine decision level for the (B)(6) laboratory test is 150 ng/ml. Although requested, no additional information is available.